Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the user has stopped hearing with the device since (B)(6) 2022. The family suspected an issue with the external device, however after exchanging it the hearing performance with the device was still affected. Re-implantation is recommended.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user has stopped hearing with the device on (B)(6) 2022. The family suspected an issue with the external device, however after exchanging it the hearing performance with the device was still affected. The user was re-implanted.